Manufacturer narrative:
(B)(4). Product was received for evaluation under complaint # (B)(4). During this investigation it was found that a leakage occurred on blood outlet connector. This leakage was caused by a crack. This additional complaint was opened to evaluate this failure. No evidence was provided that this failure was noticed within the initial complaint report. The review of the quality control process indicated that a 100% visual inspection was conducted before the product was released for final packaging. This should be adequate to detect products that do not meet the specifications prior to release for packaging and sterilization. The most probable cause of the failure found is excessive physical force during transport. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4). During laboratory investigation of complaint #(B)(4), an additional malfunction (leakage from blood outlet port of the oxygenator) was found. (B)(4).